Event description:
Meter name: one touch profile, strip name: ni, meter code: strip code: ni, strip storage: ni, symptoms: ni. A patient reported they took insulin based on a result of 500mg/dl while at work. "Scared myself. I felt worse after taking all that insulin then I did before." The patient then went to see the their doctor. The patient refused to provide any other information. Unknown if treated or tested at doctor's. Meter was replaced. No further information has been reported.